Manufacturer narrative:
H2) device evaluation: d9 - date returned to mfg: 7/8/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The cause of the customer reported problem that was an error code 112 was an intermittent motor. Service history review identified that the device was last serviced june 11, 2020, for an issue related to "case damage." The manufacturer representative replaced the motor, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
(B)(6). H3: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump had a system fault. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.